Event description:
The customer reported that their t: slim x2 pump was not charging. There was no reported impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.